Event description:
It was reported the guide catheter became stuck. Percutaneous transluminal coronary angioplasty to right coronary artery with rotablation was started by engaging asahi hyperion 7f jr 3.5 and the rota wiring was done by micro catheter exchange technique. Rotalinkplus 1.50 mm was backloaded and draw test performed. The rotalinkplus could not come out of the guide catheter, despite repeated attempts. Then a new rotalinkplus 1.5 mm was then tried but gave same results. Then, the guide catheter was changed to cordis 7f jr 3.5 and the procedure was successfully completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).